Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
In providing information for a revision of the patient's left hip on (B)(6) 2022, rep provided usage sheets for (B)(6) 2020. Comparing them, a trident liner was revised to an mdm metal liner and adm/ mdm poly insert, 4 screws added to the in situ shell, and a restoration modular stem construct with a ceramic femoral head were implanted. This report is for the (B)(6) 2020 revision.

Event description:
In providing information for a revision of the patient's left hip on (B)(6) 2022, rep provided usage sheets for (B)(6) 2020 and (B)(6) 2020. Comparing them, a trident liner was revised to an mdm metal liner and adm/ mdm poly insert, 4 screws added to the in situ shell, and a restoration modular stem construct with a ceramic femoral head were implanted. This report is for the (B)(6) 2020 revision.

Manufacturer narrative:
Reported event: an event regarding revision involving a trident liner was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: "this patient had multiple procedures all related to instability. Initially a primary trident liner was utilized, it was then revised to and mdm. The patient then approximately two years later required a revision where the mdm liner was replaced with a constrained insert. That constrained insert dislocated requiring another procedure. Causes of dislocation of a primary total hip are multifactorial but in most cases is surgical technique related possibly due to malposition of implants and failure to restore soft tissue tension. Later dislocation can be due to factors such as trauma and stretching out of the soft tissue envelope around the hip. Causes of dislocation of a constrained liner immediately after surgery may also be surgical technique related in that the liner may not have been properly seated. Another cause could be trauma but none was reported in this case. Regarding the event, I can confirm that a dislocation of the constrained liner occurred since I was able to see an xray showing the dislocation. I have no way to confirm any other event since I have no supporting documentation or x-rays. Regarding the root cause of the event, I believe it is likely that surgical technique played a significant role and for the late dislocation, most likely the soft tissues stretched allowing increased laxity in the joint." -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised for an unknown reason. A review of the provided medical information by a clinical consultant was unable to confirm the event due to insufficient information provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary/revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.